Event description:
Unit errors procedural error once unit is turned on. Manufacturer response for ventilator, 840 ventilator (per site reporter): they recommended replacing the inspiratory printed circuit board.